Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose readings were displayed as "high." Customer addressed high blood glucose by giving correction injection with multiple daily injections. Reportedly, the customer changed infusion set and cartridge, and resumed insulin.